Event description:
It was reported that the ilet user¿s blood glucose rose to 246 mg/dl after dinner, with a usual meal announcement entered and the pump delivering correction doses; the user denied infusion site leaks, had leftover chinese food, and is in the first week of pump use, indicating a potential incorrect procedure related to meal sizing and user interface interaction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to an incorrect size meal entry, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error caused or contributed to the event.